Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic sleeve gastrectomy, the surgeon was able to pressed the green button and squeezed the handle but the stapler did not fire. It was also stated that the handle made a cracking sound while firing on thick stomach tissue. A new handle and reload was opened and used to complete the case. There was no patient injury.